Event description:
A dream station auto CPAP was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and foam particles were observed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.